Event description:
Healthcare professional reported "device rupture" against right side device. Healthcare professional later reported capsular contracture baker grade I. The event of "8mm sized oval slight hypoechoic mass-c3" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I and lump nodule.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: broken sharp, brown particles in the shell and underweight. Leak test and microscopic analysis was performed which identified: sharp broken on radius and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "device rupture" against right side device. Healthcare professional later reported capsular contracture baker grade I. The event of "8mm sized oval slight hypoechoic mass-c3" is not device related. Device has been explanted and replaced.